Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Further review noted the impedance fluctuations started prior to the alert; the values were previously 3000 ohms, then dropped to 2002 ohms. The alert was triggered as the patient was being enrolled to a different clinic. The values for the alert were greater than 2400 ohms. In addition, noise was observed to be oversensed which resulted in inappropriate atrial tachy response episodes. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.